Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
The ptc investigation result was received on 19-oct-2015. Ptc global number is (B)(4). Final assessment: lot number: c64468; production date: 09-jun-2014; expiration date: 30-jun-2017. Lot number: d30808; production date: 14-nov-2014; expiration date: 28-nov-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue (breakage) in the context of a complicated insertion. No medical event(s) were reported. A review of similar cases for this batch is not applicable as no medical event(s) were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship to a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an unsuccessful attempt of essure (fallopian tube occlusion insert) insertion. During this procedure, the hysteroscope operating channel was obstructed by a plastic piece coming from delivery catheter. This event, regarded as breakage of essure delivery catheter, is unlisted according to essure's reference safety information. According to the product technical complaint analysis, the possibility of the catheter breaking is an anticipated event. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. No sample was provided but a review of the manufacturing batch record confirmed that lot met all release requirements. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 07-dec-2015: no further information was provided despite follow up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-dec-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an unsuccessful attempt of essure (fallopian tube occlusion insert) insertion. During this procedure, the hysteroscope operating channel was obstructed by a plastic piece coming from delivery catheter. This event, regarded as breakage of essure delivery catheter, is anticipated according to the product technical complaint analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. No sample was provided but a review of the manufacturing batch record confirmed that lot met all release requirements. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit as no defect was confirmed and no medical events were reported. Despite follow-up attempts, no further information was obtained.

Event description:
This is a solicited case report received from a nurse in (B)(6) on 18-sep-2015 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure generic reimbursement program. On (B)(6) 2015, patient had an attempt to get essure (fallopian tube occlusion insert) inserted with lot number c64468. During essure placement, the insertion failed due to technical reason: hysteroscope operating channel obstruction by a plastic piece coming from delivery catheter. Bilateral insertion was not performed, procedure was stopped. Insertion was only performed in one side. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an unsuccessful attempt of essure (fallopian tube occlusion insert) insertion. During this procedure, the hysteroscope operating channel was obstructed by a plastic piece coming from delivery catheter. This event, regarded as breakage of essure delivery catheter, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Nevertheless, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.